Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered. Follow up sent to delete manufacturing date and expiration date because lot was not considered.

Event description:
(B)(4) ¿ the dentist reported that 1 year and 5 months after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that 1 year and 5 months after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed.